Event description:
It was reported that the customer had a battery out limit and keypad anomaly on the insulin pump. The customer's blood glucose level was 152 mg/dl. The customer stated that the insulin pump alarmed after battery change. The customer was assisted with clearing alarm and reprogramming time/date. The customer stated that the numbers kept scrolling and when he tried set the time/date he would have to hit the button several times. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
Findings: all buttons function properly however, moisture damage was found on keypad traces. No ramping numbers on their own or scrolling bar moving anomaly noted. A battery was inserted several time and all operating currents are within the specification, no unexpected low battery, battery out of limit or off no power alarm noted. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.